Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reseated keyboard pcb controller connection and resolved led keyboard lights. The fse replaced the blood back contaminated tubing, crm, and safety disk. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
The customer discovered that the cs300 intra-aortic balloon pump (iabp) display was not working while doing service/test. The customer also reported only one icon lights was up. No patient involvement or adverse event was reported.